Manufacturer narrative:
UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the sales rep that during a shoulder arthroscopy procedure on (B)(6) 2021, it was observed that the packaging of the coolpulse 90 electrode with hand controls was damaged that the sterility was compromised. Another like device was used to complete the procedure. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D9, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary: according to the information provided, it was reported that during a shoulder scope the packaging of the coolpulse 90 electrode with hand controls is damaged and the sterility was compromised. The device was returned to mitek for evaluation. Mitek then conducted visual inspection of device received. The device was received without the box packaging. The blister lid/base appeared to be damage due to it was found dent marks. A DHR review has been performed for the complaint device lot number u2102121; no issues (ncrs or deviations) with the manufacturing process have been indicated which might explain the reported failure. We have received no other reported complaints from this batch of electrodes. This complaint was reviewed with the manufacturer; as a result, all shipments are securely shrink wrapped and checked for any damage to product prior to shipment. With regards to the damaged blister, visual inspections already in place to detect any potential defect for blister packaging as a perforation checking (100% visual inspection), indents checking (100% visual inspection). There is no mention of the electrode carton being defective and where the damage has occurred to the blister is unknown. The storage/transportation conditions of these devices are unknown. One possible hypothesis for this type of failure would be mishandling during transportation/storage/ trunk stock. Other than this possibility, a root cause for the user to have experienced this failure cannot be determined. As part of mitek¿s quality process all devices are manufactured, inspected, and released to approved specifications. At this point in time, no corrective action is required, and no further action is warranted. However, in depuy synthes mitek, additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.